Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device was used to double seal the omentum in the greater curvature. The device worked well, so the surgeon continued with the procedure and stapled the stomach. An end tone was heard but no regrasp alarm. After stapling, the surgeon noticed that an area on the omentum that was sealed by the device earlier in the case had less than 250cc of bleeding from an area. The surgeon then attempted successfully to seal the bleeding area with multiple seal attempts. This stopped the bleeding and the surgeon finished the procedure. There was no patient injury.